Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with cephazolin injection 1 gram (route, frequency, and duration not reported) and heparin injection 25000 international units (route, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.